Manufacturer narrative:
Natus technical service confirmed with the customer that the patient's rectal temperature was recorded at 36.1°c. The user also confirmed the following - no kinks with any of the hoses, all of the connectors were fully snapped into place, and the fitting was fully seated. The customer reported that they tried to press "fill" again after reboot, but the attempt was unsuccessful. Technical support also advised the user to review the cool cap service guide. Follow up communication attempts with the customer were carried out on 17 oct 2017 and 30 oct 2017. These follow up attempts have been unsuccessful thus far.

Event description:
The customer contacted natus medical to report that an "error 90," "fill error during setup," message occurred and was present from the start of the treatment. The patient was reported to have been connected to the cool cap for two hours. No death, serious injury, or environmental or safety concerns were reported. The customer reported that the unit never cooled and felt warm to the touch and that the water bag connected was 3/4 filled.